Manufacturer narrative:
Corrected data: aware date of the first follow-up report should be (B)(6) 2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not stay powered on with batteries. The middle pin in the battery compartment looked depressed. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: , corrected data: aware date of the first follow-up report should be (B)(6) 2021

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated by analysts. The middle pogo was found broken and is the reason why the pump was not staying power on with batteries. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.